Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro remained activated after activation switch was released. A second device was opened and used to complete the case without further complications or harm to the patient.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. Charred tissues and blood were evident on the jaws. Microscopic inspection showed the heater wire was slightly flexed but remained attached at the base and tip of the jaw. It was observed that the silicone insulation for both cold and hot jaws were charred, cracked and whitish in color, which are usually caused by prolonged activation leading to burning of the device. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam and audible sound during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times with no observed failure. The tool handle was opened to evaluate the internal components. No visible defects were observed to the toggle. Microscopic inspection showed no residue or contamination on the inner switch mechanism. No electrical issues were observed. Based on the returned condition of the device and the results of the evaluation, the reported failure mode ¿device remains activated¿ was not confirmed. Both analyzed failure mode "bent wire" and analyzed failure mode "thermal decomposition of device" were confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro remained activated after activation switch was released. A second device was opened and used to complete the case without further complications or harm to the patient.